Manufacturer narrative:
Insulin pump passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. Customer was able to clear the pump errors, however unable to complete rewind the insulin pump. The customer was reported that the alarm was occurred shortly after inserting a new battery. The customer was also advised that the insulin pump will be replaced and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.